Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The screw was reinstalled by the engineer. The device evaluation found no additional device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had abnormal noise inside. The patient was not under anesthesia. There was no report on delay, patient harm or injury associated with the event. The device was returned for evaluation. During the device evaluation found the screw inside the device was detached as a reportable malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the noise inside the device was caused by a loose screw. A definitive cause of the loose screw was not established at this time. Olympus will continue to monitor field performance for this device.